Event description:
A hospital in (B)(6) reported via a distributor that an iw990 manual controlled infant warmer had cracking on the heater head. It was also reported that the unit failed to generate a power fail alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint iw990 device was recently returned to fisher & paykel healthcare's regional office in (B)(4) for repair. We will provide a follow-up report upon completion of the repair and our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an iw990 manual controlled infant warmer had cracking on the heater head. It was also reported that the unit failed to generate a power fail alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 device was returned to fisher & paykel healthcare's regional office in (B)(4) for repair by a trained fph service personnel. Results: visual inspection revealed that the upper case screw boss was broken and there were cracks on the screw hole of the lower case. There was also a single line crack on the front end area of the upperhead case. During service, a capacitor on the power pcb (printed circuit board) was found to be defective. Conclusion: the broken screw boss is most likely caused by radial load applied inside the hole. The crack on the front end area of the upperhead case is most likely caused by impact damage. The "power fail" alarm is an indicator of main power supply failure. The energy stored in the capacitor of the power pcb board usually provide up to 10 minutes of pulsing alarm in the event that the power fails while the unit is switched on. The red indicator light of the "power fail" alarm on the front control panel will then flash and produce an audible alarm when the power supply to the infant warmer has failed. Based on the service report provided, a capacitor from the power pcb was found to be defective, causing the "power fail" alarm not function. It is possible that this capacitor's properties degraded over time as the unit is more than 10 years old. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device service manual contains a checklist which specifies that users should perform safety , performance and functional checks at least once a year. The capacitor and the head casing of the complaint device were replaced at the service center. The device was then returned to the customer after passing the functional and electrical safety test.